Manufacturer narrative:
The autopulse platform (12847) was returned to zoll (B)(4) for analysis. Investigation results are as follows: visual inspection of the returned autopulse platform was performed and no physical damages were observed. A review of the autopulse platform's archive was performed and no user advisories or warnings were observed on the reported event date of (B)(6) 2015. The last recorded date of customer usage was (B)(6) 2015. Multiple user advisories (uas) such as 27 (encoder fault (> 3000 rpm)) and 45 (not at "home" position after power-on/restart) were observed on other dates. There were no occurrences of the autopulse platform displaying a user advisory 24 (timeout moving to "home' position) in the archive. User advisory 24 is an indication that the driveshaft did not reach the targeted pause position within the specified time. A probable cause attributed to this fault is that there is either an internal component error or malfunction. User advisory 27 is an indication that the driveshaft is rotating too fast. The probable causes associated with this fault are that the lifeband is either being pulled up on too sharply, or that there is an internal component error or malfunction. User advisory 45 is an indication that the driveshaft is not in the "home" position when the autopulse is powered on. The probable causes associated with this fault are that the lifeband may have been cut before it was properly removed or there is an internal component of malfunction. Functional evaluation of the returned autopulse platform was performed and the customer's reported complaint of the platform displaying a user advisory 24 and 27 was not confirmed as the platform passed all functional testing. Based on the investigation, no parts were identified for replacement and the customer declined to service the platform. In summary, the reported complaint of the platform displaying a user advisory (ua) 27 code was confirmed through platform archive review. The reported ua 24 was unable to be confirmed through review of the archive and functional evaluation. There were no device deficiencies found during evaluation of the returned platform which could have caused or contributed to the reported complaint. The reported complaint was not duplicated during functional testing. Therefore, a root cause could not be determined. No parts were identified for replacement and the customer declined to service the platform.

Manufacturer narrative:
Zoll has not yet received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
It was reported that during a device check, the autopulse platform did not work and displayed a user advisory (ua) 24 (timeout moving to "home" position) and 27 (encoder fault (>3000 rpm)) messages. There was no report of any patient involvement. No further details were provided.